Manufacturer narrative:
The impella cp was returned for evaluation. Damage was observed to the tip of the wound closure of the repositioning unit. There is no evidence of flash removal aligning with the damages. The patient was noted to have calcification in their peripheral vasculature, which most likely led to the damage of the wound closure. The root cause of the access site bleeding was damage to the repositioning unit wound closure. The damage to the wound closure was most likely caused by the calcification in the patient's peripheral vasculature. There are no other complaints associated with pumps from this lot. There are no other complaints associated with repositioning units from this lot. There is one other complaint for a tapered wound closure from this lot relating to access site bleeding.

Manufacturer narrative:
The device has been returned and is currently under evaluation. At the conclusion of the evaluation a supplemental medwatch report will be submitted.

Event description:
The complainant reported that an impella cp was placed in an (B)(6) female patient. Following pump placement hematoma developed and patient bleeding from the groin occurred. The impella cp was removed from the patient and vascular repair was completed. In addition the patient received 3 units of replacement blood products. Patient support from the impella cp was reported as successful. Following the vascular repair the patient was reported to be in stable condition.